Event description:
It was reported that during the implant procedure, the patient experienced pericardial tamonade due to a perforation that likely occurred during the first attempts to implant the lead in the right ventricle. A pericardiocentesis was performed and the patient was stable post implant. The final lead placement appeared stable, so it was left in place and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).